Event description:
It was reported that the balloon burst. The stenosed target lesion was located in the peripheral vascular system. A 7.0 x40, 75cm charger balloon was selected for percutaneous transluminal angioplasty (pta). During the procedure, it was noted that the balloon burst before the bursting pressure was reached. The procedure was completed with a new balloon dilatation catheter. No complications were reported and the patient was stable post-procedure. It was further reported that the 60% stenosed target lesion was located in the moderately tortuous and moderately calcified peripheral vascular system. Additionally, the balloon ruptured during the first inflation at 16 atmospheres for 5 seconds. The device was removed from the patient's body without any problem using the normal method.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon burst. The stenosed target lesion was located in the peripheral vascular system. A 7.0 x40, 75cm charger balloon was selected for percutaneous transluminal angioplasty (pta). During the procedure, it was noted that the balloon burst before the bursting pressure was reached. The procedure was completed with a new balloon dilatation catheter. No complications were reported and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (b)(6